Manufacturer narrative:
Other, other text: UDI section of is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer will not come up to temperature. Patient involvement unknown.

Manufacturer narrative:
One device was received. Visual inspection noted a corroded drain fitting and cracked tank cover. During functional testing the temperature of the device came up well below calibration settings and the printed circuit board (pcb) adjustments failed. The complaint was confirmed. The root cause was a faulty printed circuit board (pcb) board. It was unknown what caused the fault and was likely due to wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.